Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded early term data suggest that physician modified fenestrated thoracic endografts can be used to safely and effectively treat taaa in patients at high risk of open repair. (B)(4).

Event description:
Article: sweet, m. (2015). Endovascular treatment of thoracoabdominal aortic aneurysm using physician modified endografts. Journal of vascular surgery, 1160-1167. Purpose: to report an initial experience with physician modified thoracic endografts for endovascular treatment of thoracoabdominal aortic aneurysm (taaa). Per the article deaths occurred within the study period.